Event description:
Additional information received reported that the entire system was replaced. There was no patient injury or death associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient needed to have their enterra device replaced. It was added that the device was non-functioning. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Final analysis of neurostimulator model 3116 (lot # (B)(4)) showed ins functionally okay, insignificant anomalies; no significant anomalies. Final analysis of lead model 4351-35 (lot # (B)(4)) showed lead body cut through, product segmented; no significant anomaly. Final analysis of lead model 4351-35 (lot # (B)(4)) showed lead body conductor broken (overstress/damage); no significant anomaly.

Event description:
Additional information received noted that the cause of the event was lead. There were out of range impedance multiple times. Explant, revision, replacement was noted. Reprogramming was noted. Hospitalization was required. Patient recovered without sequelae. After procedure impedance ~ 500. Operative notes: (B)(6) 2013 procedure: exploration and reimplantation of gastric neurostimulator anterior abdominal wall. The patient had a interior device which had been out of range intermittently on its impedance readings. It was opted to attempt to reconnect the leads of the generator as a first step; if this was not successful, then they would reimplant new leads with excision of the old ones. During the procedure the leads were inspected and noted to be not significantly loose. They were, however, both detached and reimplant. After reconnecting the leads and tightening them, the impedance was noted to be 707 and the device was turned on. It was programmed and reimplanted into the abdominal wall. Operative notes from (B)(6) 2013 noted nonfunctioning enterra device with impedances outside the acceptable range. Surgical procedure performed: explantation of previously placed gastric neurostimulator leads, anterior abdominal wall with partial gastrectomy. Explantation of gastric neurostimulator from anterior abdominal wall. Implant of gastric stimulator leads x 2 in lesser curvature of the antrum along the anterior wall laparoscopically. Implantation of gastric neurostimulator anterior abdominal wall (dual lead nonrechargeable). Intraoperative egd. Operative indications noted: the patient had responded well to gastric neurostimulation; however, her device had now failed to function properly with impedances outside the acceptable and therapeutic ranges. The patient initially underwent an exchange and tightening of the leads of gastric neurostimulator; however, this did not solve her problems and she continued to have abnormal impedances. Therefore, they had now decided to exchange the entire system. During the procedure, the leads were noted to be in good position and attached to the devices snugly. After replacement of the device components, it was then programmed and noted to have impedance of 511. The patient was taken to the recovery room in stable condition.

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 4351-35, serial #(B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.